Manufacturer narrative:
On (B)(6) 2016 02:41 pm (gmt-5:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator generated a high o2 concentration alarm while it was connected to a patient. It later alarmed for low o2 concentration while the patient was being intubated. The final outcome of the patient is unknown. (B)(4).

Manufacturer narrative:
Maquet on-site troubleshooting found no fault. Received information later on stated that the regulator valve, on the oxygen cylinder used during the event, was faulty. The investigation comprises of evaluation of the ventilator¿s logs and received information. The reported high o2 concentration (conc.) Alarm could not be confirmed in received logs. The logs show that the ventilator alarmed for high o2 supply pressure on the date of event. This alarm indicates that the measured o2 supply pressure exceeds 6.0 kpa x 100 (87 psi). At the end of the ventilation period the o2 conc. Was set to 100% and about 5 minutes later an alarm for low o2 supply pressure was generated followed by low o2 conc. Alarm. The low o2 supply pressure alarm indicates that the measured o2 supply pressure is below 2.0 kpa x 100(29 psi). Received information stated that this alarm could have been caused by the fact that the o2 cylinder used during the event was running out of o2. Per design, if the o2 gas module in the ventilator is not be able to deliver the set volume, the air gas module would deliver all the required flow. Our conclusion is that there was no ventilator malfunction. The generated alarms for high o2 supply pressure were due to a faulty regulator valve in the o2 cylinder. The low o2 conc. Alarm and subsequently the reported desaturation of the patient are due to the fact that the o2 cylinder was running out of o2 while the set o2 conc. On the ventilator was 100%. The hospital did to provide any information about the level of saturation and the final patient outcome.

Event description:
(B)(4).